Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#:(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s catheter was occluded. The hcp had attempted a dye study but was unsuccessful. The hcp was unable to aspirate any fluid from the cap (catheter access port) when he aspirated the cap under fluoroscopy. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿the patient has a flipping pump¿. The event date was unknown. The patient was being referred to a surgeon for a catheter revision. The surgery was planned but not yet scheduled. The issue was not resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 6 mg/ml at 0.2884 mg/day via their implanted pump. It was reported a catheter revision occurred on the date of this report. It was noted the patient felt the pump flipping from time to time. It was unknown if there were any environmental/external/patient factor that may have led or contributed to the issue. Diagnostics/troubleshooting performed was noted as ¿not applicable.¿ it was further reported the patient felt the pump flipping. The doctor accessed the pump and found the catheter severely twisted. He was able to aspirate, but he chose to revise the pump segment of her catheter. The pump segment was cut off 1 cm into the spinal segment and was replaced with 8784 (sn: (B)(4)). Then the doctor was able to aspirate through the catheter access port (cap). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patent¿s weight and medical history were asked but unknown. No further complications were reported/anticipated or expected.